Event description:
The user was preparing this instrument for an open liver resection procedure and after a few applications the probe had broken off outside the patient. Our investigation also showed that the jaw and probe was severely burnt. The procedure was completed and there was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the ptfe pad was partially separated. There was a contact mark of the probe and jaw. The subject device was presumably used in a procedure due to the condition of the device. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad unevenly wore. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since the physician continued to use the device, the probe tip broke. Also, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. The instruction manual of thunderbeat prohibits the usage as mentioned in the above. Based upon finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.